Event description:
Additional information was received which indicated that a surgical revision was performed and the patient's rv lead was explanted and replaced. Shock impedance measurements were checked prior to the procedure and shock impedances of 140 ohms were noted through the device. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted the patient returned to their clinic for follow up with the physician. The shock impedances were checked and were again greater than 125 ohms. Troubleshooting options were discussed and the patient was referred to their surgeon for a consult. The device was reprogrammed to increase the shock impedance alert. No adverse patient effects were reported. The device remains in service.